Event description:
Additional information received indicated that the device was explanted and the procedure was completed without any complications.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device which was implanted in 2013, delivered an alert for an extended charge time. The device was recommended to be replaced. The patient was stable. No further information is available.